Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported optical issue and subsequent delay could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a premature ventricular contraction procedure, there was a contact force issue with the tactisys resulting in a delay of procedure. When connecting the ablation catheter there was no contact force displayed. The tactisys was restarted and re-connected and the ablation catheter was replaced with no resolve. The tactisys was then exchanged, and the procedure was able to be completed with no adverse patient consequences using the last catheter connected. The catheter will not be returned because the patient was isolated.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Evaluation testing was unsuccessful as no contact force was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter.